Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 157 mg/dl. The customer treated with manual injection. The customer stated that it was raining and their cloths got wet, and the pump might have possibly gotten wet. The discontinuation of the insulin pump was advised. Nothing further was reported.